Manufacturer narrative:
(B)(4). Method: the complaint rt226 infant low flow breathing circuit was received at fisher & paykel healthcare (B)(4) for investigation. The subject circuit was pressure and waterbath tested. Visual inspection of the subject circuit was also performed. Results: upon pressure testing it was found that the subject breathing circuit was out of specification. The waterbath test identified that a leak was present through the duckbill of the breathing circuit. Visual inspection of the duckbill showed a gap. Conclusion: we are unable to determine the cause of this complaint. All rt226 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. This suggests that the damage to the duckbill occurred after the subject breathing circuit had been released for distribution. Our user instructions that accompany the rt226 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported that one rt226 infant low flow breathing circuit failed the leak test of the servo-I ventilator. This occurred prior to patient use.